Manufacturer narrative:
The customer has recalibrated the assay and used fresh reagent lots and has verified there have been no issues with quality control(qc). Siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the acid pump, checked aspirate dispenses, and completed the auto checks. The qc was run and was acceptable. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained an initial reactive (positive) atellica im sars-cov-2 total (cov2t) result on a patient sample. The cov2t repeat result was nonreactive (negative) and the cov2g result was nonreactive (negative). Additional testing was not performed on the samples. Results were provided to physician(s) and were questioned. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant reactive (positive) cov2t result.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00155 initial report on 02/23/2021. Additional information - 04/16/2021: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive (positive) results. Results of the investigation indicate that although non-reproducible false reactive (positive) results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore, the product is performing as intended. A product performance problem has not been identified. No further evaluation of the device is required.